Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring urinary incontinence. The aus was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of the artificial urinary sphincter (aus) at our quality assurance laboratory, the device underwent a thorough analysis. The cuff, pump, and balloon were microscopically and visually inspected, as well as leak tested. The cuff presented a tear along the lateral edge of the cuff shell that was consistent with sharp instrument damage. The tear resulted in fluid loss. The pump and balloon did not show any abnormalities and passed the leak testing performed. The pump and balloon were also functionally tested and passed. Based on the available information, the reported allegation of incontinence is a known risk with the device.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring urinary incontinence. The aus was explanted and replaced. There were no patient complications reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring urinary incontinence. The aus was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Updated information for d4 model number, lot number, catalog number, expiration date, unique identifier, and c2/d10 concomitant product/therapy.